Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave catheter was selected for use. Following surgery, the patient experienced a 5 lb weight gain, and lasix was prescribed.

Event description:
It was reported that a faradrive steerable sheath was selected for use. Following surgery, the patient experienced a 5 pounds weight gain, and lasix was prescribed. It was further reported that the issue was resolved on (B)(6) 2025.

Manufacturer narrative:
B5: describe event or problem - updated.